Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient obstruction/occlusion, arrhythmia, and death appears to be related to operational context. In this case it is likely that the reported patient obstruction/occlusion, arrhythmia, and death are a result of the patient¿s anatomical condition or disease severity combined with use techniques. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, mildly tortuous, 80% stenosed right coronary artery (rca). Five low speed treatments and 8 high speed treatments were performed. The treatments were performed with an antegrade approach. Optical coherence tomography (oct) was taken and the oct showed multiple cracks and sanding. A transient slow flow was observed. Balloon angioplasty was used to modify the calcium. Post balloon angioplasty, the physician placed two stents in the rca. While post dilating the proximal stent, slow flow was observed in the rca. After some time, no reflow was observed in the rca and st elevations and episodes of bradycardia were observed. Medication was administered to restore flow, but only a timi I flow was able to be restored. Staining was observed in the aorta. The physician identified this to be an aortic dissection, which was gradually increasing with time. The patient experienced cardiac arrest, which was managed with cardiopulmonary resuscitation and defibrillation. The patient expired post-procedure after encountering ventricular tachycardia (vt) and ventricular fibrillation (vf).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, mildly tortuous, 80% stenosed right coronary artery (rca). Five low speed treatments and 8 high speed treatments were performed. The treatments were performed with an antegrade approach. Optical coherence tomography (oct) was taken and the oct showed multiple cracks and sanding. A transient slow flow was observed. Balloon angioplasty was used to modify the calcium. Post balloon angioplasty, the physician placed two stents in the rca. While post dilating the proximal stent, slow flow was observed in the rca. After some time, no reflow was observed in the rca and st elevations and episodes of bradycardia were observed. Medication was administered to restore flow, but only a timi I flow was able to be restored. Staining was observed in the aorta. The physician identified this to be an aortic dissection, which was gradually increasing with time. The patient experienced cardiac arrest, which was managed with cardiopulmonary resuscitation and defibrillation. The patient expired post-procedure after encountering ventricular tachycardia (vt) and ventricular fibrillation (vf).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.